Event description:
It was reported that a malfunction with the pump occurred, indicated by an error code. There was no adverse impact to the customer¿s blood glucose level as no information was available to suggest otherwise. The customer was waiting to return the malfunctioning pump for further investigation, and plans were made to provide a replacement pump.